Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough and the cannula slipped out of the patient's body; therefore that patient did not receive insulin that was intended to be delivered to the body. This happened on multiple occasions. The patient experienced an elevated blood glucose level of 300 mg/dl. No adverse event was reported. The infusion set was requested to be returned for product evaluation.